Manufacturer narrative:
The investigation was completed. Investigation summary: hemolysis/mechanical interaction with blood: the cause of the hemolysis was unable to be determined due to lack of product and data logs available for analysis. Device in wrong position: the cause of the device in wrong position was not determined due to lack of clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative: an impella device was inserted via the left femoral artery in a 66-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient was classified as scai stage e with a medical history significant for diabetes mellitus, chronic renal insufficiency, and end-stage renal disease requiring dialysis prior to impella implantation. The patient required support with inotropes, vasopressors, and mechanical ventilation for respiratory failure. During impella support, laboratory findings consistent with hemolysis were identified, including a plasma-free hemoglobin (pfhb) level of 120 mg/dl reported in the morning. The provider was notified, the device performance level was reduced, and right-sided hemodynamic issues were noted; however, no right atrial intervention was required. The patient experienced hemolysis during support and given the patient¿s pre-existing renal insufficiency and dialysis dependence, these conditions are recognized contributors to hemolysis and may have independently predisposed the patient to the observed findings in the setting of severe cardiogenic shock. After a comprehensive review of the available information, the reported event did not identify evidence suggesting a causal relationship between the impella device and the reported hemolysis, and the findings are more plausibly attributable to the patient¿s underlying renal failure, dialysis status, and critical illness severity. The patient expired.